Manufacturer narrative:
Due to character restrictions in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cs100 intra-aortic balloon pump (iabp) has error reflecting maint. Code 1, there was no patient involvement.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2. Corrected fields: b6,b7,d10.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse calibrated the transducer x1 & x2 to resolve the issue. Unit is working okay now after calibration.

Event description:
N/a